Manufacturer narrative:
(B)(4). On an unreported date reported to be possibly (B)(6) 2016, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Treatment for the peritonitis was unknown. Two days prior to the receipt of this report and after an unknown number of days of hospitalization, the patient was discharged. It was unknown if extraneal therapy was ongoing. The patient was recovered from the peritonitis. No additional information is available.